Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stops and driveline power fault alarms; however, a specific cause for the pump stops and the driveline power fault alarms could not be conclusively determined through this evaluation. Further, review of the submitted images confirmed superficial damage to the outer jacket of the patient¿s pump cable near the inline connector bend relief; however, a specific cause for the observed damage could not be conclusively determined. The submitted controller event log files collectively contained events from 30mar2025 through 08apr2025. Driveline power fault alarms, associated with power a broken faults, were captured on (B)(6) 2025, indicating a potential issue with power wire a. Two pump stops lasting approximately 17-19 seconds in length were captured on (B)(6) 2025 while the system was powered by the power module. Thes pump stops were associated with decreases in motor speed, calculated flow, and pulsatility index (pi) to 0 alongside with low-speed advisory, low flow hazard, and lvad off alarms. Following the first pump stop, the pump ramped back up to the fixed speed and resumed operation without issue; however, the events following the second pump stop were not captured in the log files. Additionally, an lvad internal fault alarm associated with (f59) e2p_crc and (f46) eeprom_communication_error flags was captured on (B)(6) 2025. No other notable events or alarms associated with the pump were captured, and the pump otherwise appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event and the status of product return; however, to date no further information has been provided by the account. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until the patient received a pump exchange on (B)(6) 2025. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, patient care and management, and section 4 of the patient handbook, living with the heartmate 3, instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU entitled ¿equipment storage and care¿ contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the lvad fault and driveline power fault alarms, as well as how to respond to each alarm condition. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. Section 7 also provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the site on (B)(6) 2025 with an onset driveline power fault alarm. The healthcare provider stated to have heard a low battery alarm while on the phone. On (B)(6) 2025, the patient presented at the hospital with driveline power fault alarms, so log files were sent for review and revealed a driveline power fault an alarm starting on (B)(6) 2025 at 21:19. No other notable alarm conditions or parameter changes were discovered. According to the log files, the ventricular assist device (vad) appeared to have functioned as intended. Troubleshooting was attempted by exchanging the modular cable and system controller, and performing a self-test, but the alarm continued. An abdominal x-ray with paperclip was performed and found the internal portion to be intact; however, there was some notable damage proximal to the modular cable, but greater than 1 inch from the exit site. Tech services (ts) recommended rescue tape be applied on the damage and the site was preparing to pursue an external repair. The site applied rescue tape to the damage on the driveline. Updated log files were sent on (B)(6) 2025. Then, at 3am on (B)(6) 2025, the patient experienced pump stop events. Initially the pump stops were intermittent, but by the time the healthcare provider arrived at the hospital, the left ventricular assist device (lvad) was completely off. A second modular cable and system controller exchange was performed, and the pump started for a brief minute then proceeded back to lvad fault, driveline power fault alarm and pump stops. The modular cable was changed and cleaned, however to no avail, the pump continued to have consistent pump stop events. The healthcare provider had confirmed the pump was off by listening to the patient's chest. Additional log files from the time the healthcare provider arrived at the hospital and after the exchange was performed were both submitted for analysis. Following review of the submitted log files for system controller (B)(6), it appeared the event log displayed multiple strings of lvad internal fault, driveline power fault alarms on (B)(6) 2025 with a pump speed of 0 revolutions per minute (rpm) during the length of the log file history. The periodic log displayed multiple strings of driveline power fault and (f4) power a broken alarms where the pump maintained an average pump speed of 5312 rpm from (B)(6) 2025. Following review of the submitted log files for system controller (B)(6), after the second modular cable exchange, the event log displayed multiple intermittent strings of low-speed advisory, driveline power fault, low flow, and lvad off alarms during the length of the log file history. The patient was started on dobutamine 5 mcg/kg/min, and was stable with a heart rate of 125 beats per minute; blood pressure 118/61, blood oxygen saturation at 98%, ejection fraction <20%, and left ventricular internal diastolic diameter (lvidd) of 6 cm. Given that the patient had a history of infection, subtherapeutic international normalized ratio (inr), and outflow graft obstruction (ofgo)/stenosis, the pump was disconnected. The pump was exchanged on (B)(6) 2025. The patient's history of infection and ofgo is reported under MFR #: 2916596-2025-02559.